Manufacturer narrative:
(B)(4).

Event description:
It was reported that several non-sustained rv oversensing episodes due to post-paced t-wave oversensing were observed. Programming changes were made and the issue was resolved.